Event description:
This will be filed to report clip deployment difficulty. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a degenerative mitral regurgitation grade 4+ with bileaflet prolapse. First clip was implanted with no reported issue. Following the deployment sequence of the second clip, the clip would not deploy. During troubleshooting, it was observed the clip delivery system (cds) and the clip are not aligned. The clip was more lateral and was not perpendicular. After aligning the clip with the cds, the clip was able to be deployed. No adverse event and no clinically significant delay.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult clip deployment appears to be due to procedural circumstances (tension on the clip, unintended curves/tension place on the device by the user). There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿(B)(4) fluoroscopic videos were provided. All (B)(4) videos were taken during usage of the second cds (reported device). The clip arms appear to be in the fully closed position making a "v" shape indicating that the videos were taken during deployment maneuvers. The (B)(4) videos (titled "128", "130", and "132" respectively) provide a side view of the clip and delivery catheter (dc); in the videos the clip appears to be angulated relative to the l-lock shaft, indicating potential misalignment (see provided figure 1 - figure 3). The (B)(4) video (titled "131") provides a front facing view of the clip and distal dc shaft in which potential "tilting" of the clip occurred based on the asymmetric gaps observed between the clip arms and l-lock shaft. In addition, the anterior gripper can be visualized parallel to the l-lock shaft (see provided figure 4, circled in red) indicating a thick leaflet, folded leaflet, or grasped chords. In the (B)(4) and last video (titled "133") the clip is actively detached from the l-lock shaft of the dc. Immediately post detachment, misalignment between the clip and dc shaft is evident based on medial/anterior shift of the dc away from the clip (see provided figure 5). The anterior gripper can be visualized parallel to the l-lock shaft (circled in red) indicating thick leaflet, folded leaflet, or grasped chords. Based off the fluoroscopic videos provided, angulation between the clip and l-lock shaft is apparent. This results in misalignment between the clip connector and the l-lock shaft tabs, preventing the tabs from fully releasing from the clip connector and likely a contributing factor to the delayed deployment. Furthermore, in sixth and eighth videos the anterior gripper can be visualized raised/parallel to the l-lock shaft. This suggests a potentially thick leaflet, folded leaflet within the clip arm, or chordae were grasped, which can result in asymmetric and/or excessive tension on the clip, causing misalignment to the l-lock shaft once the coupler is detached from the clip and retracted. Per the incident details, the implanter performed the correct troubleshooting maneuvers (¿aligned cds & clip¿) which resulted in a successful deployment of the clip, as shown in the last video.¿ (refer to (B)(4) within this complaint).